Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy for an atrial arrythmia. Technical services (ts) reviewed the device data and determined this ICD delivered four anti-tachycardia pacing (atp) bursts and one shock for an supraventricular tachycardia (svt). The rhythm after the shock returned to a normal heart rate. No adverse patient effects were reported. This ICD remains in service. Additional information was received that this device recorded an supraventricular tachycardia (svt) episode where multiple anti-tachycardia pacing (atp) bursts and 41 joule shocks were delivered. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy for an atrial arrythmia. Technical services (ts) reviewed the device data and determined this ICD delivered four anti-tachycardia pacing (atp) bursts and one shock for an supraventricular tachycardia (svt). The rhythm after the shock returned to a normal heart rate. No adverse patient effects were reported. This ICD remains in service.